Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer treated with the pump. The customer stated that the set was not sticking to her skin. When the customer removed the set, the cannula was kinked. The customer declined to troubleshoot for blood at site. The product was not returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test, occlusion test, self test and a21 error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case reservoir tube window corners, cracked reservoir tube window, missing end cap sticker and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.